Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the tracheostomy tube was placed in the pt in the operating room, and the respiratory therapist noticed a decrease in the delivered volumes from the ventilator. They cut the pilot balloon of the tracheostomy tube and used a brand "gelco" repair kit and syringe along with a stopcock to monitor the cuff pressure. The caller stated they would be removing this tracheostomy tube later in the same day or next day and would recannulate the pt.